Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection and electrical testing did not find any indication.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the right atrial lead implant, the patient had atrial flutter. The patient was treated. The lead then exhibited drop in p-wave sensing until nothing was seen. Re-positioning was attempted with no success. A new lead was used instead. The patient was stable after the procedure.